Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed with a critical pump error. The customer's blood glucose level was 121 mg/dl. Insulin pump was not dropped, bumped, or exposed to moisture. Customer was advised to discontinue use of the insulin pump and recommend customer refer to the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.